Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.

Event description:
The universal handswitch was sent for eval because it was running on safety. No adverse event was associated with the device. No further info was provided.